Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl. A bolus via the pump and insulin injections were used in an attempt to lower the bg level. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The customer did not know the cause of the high bg. Although requested, additional information regarding the hospitalization was not provided.